Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 9 applications were performed with the balloon catheter on the date of the event with no issues. Also, 6 applications were performed with another balloon catheter with no issues. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification showed the catheter was used for 9 injections. The catheter failed the performance test due to frost on coax connector of the catheter, injection tube to coaxial connector bond leak on catheter. In conclusion, the reported clinical issues were not confirmed through testing and data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was discharged with no further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure rapidly declined. The balloon catheter was retracted, and pericardial effusion was confirmed via ultrasound. As the effusion progressed to a cardiac tamponade, the pericardial drainage was performed, and the patient's blood pressure became stable. The procedure continued, and the case was completed with cryo. The patient had an extended hospitalization. It was noted that the site of the cardiac tamponade was suspected to be in the right side of the heart. No further patient complications have been reported as a result of this event.